Event description:
The service report shows the customer reported that the 840 ventilator went inoperable while in use on a pt. The customer did not provide info regarding the pt outcome. Covidien has made an attempt to retrieve the pt outcome info from the customer. The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The unit passed extended self testing. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).